Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 255 mg/dl. The customer was reported other blood glucose value such 213 mg/dl, 100 mg/dl. The customer was treated for high blood glucose with 5 units of insulin. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer didn't report that the insulin pump was under delivering the insulin.